Event description:
The customer reported that he was in a vehicular accident while driving. The customer stated he sensed his blood glucose was going low and was eating a granola bar and could not remember what happened between then and the time the ambulance arrived. His blood glucose was in the 50 to 59 mg/dl range. The customer was treated with glucose tablets and a glucagon shot. The customer stated that a meal bolus on the insulin pump was responsible for the low blood glucose he experienced. He had been working with his healthcare provider in adjusting his basal rates. The drive support cap on the customer's insulin pump appeared normal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)